Event description:
Patient had transcarotid artery revascularization (tcar) of right internal carotid artery (rica) on friday (B)(6) 2017. Patient initially was stable post procedure. Sometime later, dr. (B)(6) on follow up assessment in the ICU felt concerned of the patient cognition. He performed a CT scan which showed occlusion of rt carotid. Patient was brought back to the or, incision reopened for evaluation. Micropuncture stick to right common carotid artery (rcca) and angiogram showed 100% occlusion. A new neuroprotection system (nps) was opened and flow reversal established. Aspiration of the lesion with balloon dilation was performed. Subsequent carotid and cerebral angiograms performed showed no signs of intracranial thrombus or deficiencies. Patient returned to baseline.